Manufacturer narrative:
Reporting institution name & address & phone number: (B)(6).

Event description:
The customer called technical support (ts) reporting that the device displayed a 1127 error code: ovp circuit failed. High priority alarm message. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer replaced the motor controller to resolve the reported issue. The device passed required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. It is unknown if the device was not being used for treatment when the reported event occurred.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.